Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had issues tracking instruments during a case. When the emitter was in the cradle, it would not track instruments. When they lifted the emitter to position it above the patient's head and the tracker, they could then track instruments. The site aborted use of the navigation system. The site had recently gotten a new bed and metal interference was suspected. There was no patient impact reported. The site later did a checkout with the bed and a grounding pad that was on the patients back, but could not replicate tracking issues with either of those. All the ports and the emitter functioned normally.

Manufacturer narrative:
Patient information provided. Additional information: updated a software analysis was initiated to determine the cause of the event. Analysis confirmed that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue extended the surgical time by 15 minutes.